Event description:
It was reported that during a video cholecystectomy procedure, the clipper failed. It was unknown how the procedure was completed. There were no adverse consequences to the patient. One device will be returned. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Jaws broken the analysis results found that the el5ml device was returned with the jaw ramp broken off. The device was cycled and ejected the remaining clips due to the returned condition. In addition the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the broken jaw issue. A batch record review was performed and no anomalies were found during the manufacturing process.